Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred approximately three weeks post implant. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient continues to be treated for infection. Blood cultures were (B)(6) for (B)(6) with streptococcus galactiae and that the device wound had dehisced. The patient continues to be treated with antibiotics.